Event description:
A medical doctor reported the system stopped due to an aspiration failure and that the system displayed multiple system messages during a procedure. The system was exchanged and the case was completed with no further incidents. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).